Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # ni.

Event description:
It was reported that there was faulty packaging. No further information is known at this time, however, from the attached images, it appears that the plastic base of the package is cracked and broken. There is no report of adverse impact to a patient.

Manufacturer narrative:
(B)(4). Batch # m93f2w. There was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the pictures, it appears that the package is damaged. The blister seems to be broken and pieces are still adhered to the tyvek. It appears like the packaging hit a hard surface during transportation or handling. However, no definitive conclusion could be reached as to the origin of the damage as the device was not returned for analysis. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. The batch record was reviewed and no anomalies were noted during the manufacturing process.